Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, triclip steerable guide catheter (tsgc) was used to deploy mitraclip due to inadequate transseptal puncture. One mitraclip was implanted successfully. After deployment of second mitraclip, slight increase in mr was observed due to perforation of posterior leaflet. The mr was reduced to grade 2-3 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.